Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o ring and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a damaged insulin pump. Customer's blood glucose was 150 mg/dl. Customer stated that the damage was on top of the reservoir and occurred when she replaced the reservoir. Customer stated that the top part of it broke and the ring came off. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.